Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery since the device did not work due to fluid leak. All device components were replaced with new components. No patient complications were reported.